Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-03760 & 1627487-2012-03761. It was reported the pt experienced a shocking sensation at her scs ipg pocket site. F/u identified the pt is no longer receiving effective stimulation after falling. Lead diagnostics showed invalid impedance values. Additionally, x-rays showed a partial disconnect of one of the scs extensions and a possible kink in the scs lead. A sjm rep was unable to completely resolve the issue with reprogramming. The pt is to try the programs to determine if add'l intervention needs to be taken.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.